Event description:
New information received states the patient had twiddler's syndrome and was the cause for the system being revised.

Manufacturer narrative:
Analysis found that the proximal part of the lead was twisted, consistent with twiddler's syndrome. The lead exhibited normal electrical characteristics.